Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was receiving unknown drug via an implantable pump for spinal pain. It was reported that the patient reported they lost the handset and communicator and they needed to order the patient therapy manager (ptm) so they can have a brain scan and they needed the ptm to turn off the implant. The patient stated they told the healthcare provider office yesterday ((B)(6) 2026) that the pump was turned off months ago last year. The patient reported they told healthcare provider (hcp) to turn off the pump since last year. The patient service reviewed device function and recommended patient to consult with healthcare provider. The agent reviewed the replacement process for ptm. The agent provided technical services phone number for healthcare office to call if they have questions. The patient was redirected to their healthcare provider to further address the issue. Additional information was received. The patient reported the pump doesn't work. Additional information was received on (B)(6) 2026. The patient called back stated their pump did not work and they needed a CT (computed tomography) scan on their brain. The patient had misplaced the charging devices somewhere and did not use them since they did not work. The patient was told the pump still dispensed medicines even though they did not have equipment to deliver a bolus. The patient was told from the scanning facility that they needed the pump device equipment so they could watch them turn the pump off or they needed the pump taken out in order to get a CT scan. The agent reviewed CT guidelines. The agent provided the patient technical services phone number for their doctor to call if they had questions.